Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating a loss of alarm. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) confirmed through the logs the alarms were present at 14h39 on august 7th at bed ch3225. Philips requested the logs to be further evaluated by an internal (pse) product support engineer. The philips pse reported the logs showed the alarms and interaction activity for the bed ch3225 at the central station during the time the customer alleged the malfunction occurred. The central station operated as designed and remains at customer site.